Manufacturer narrative:
The reported events were lead dislodgement, ¿not sensing or pacing appropriately¿. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of ¿not sensing or pacing appropriately¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
New information noted that the right ventricular lead failed to sense.

Event description:
It was reported that the right ventricular lead was not sensing or pacing appropriately. Upon review, it was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.